Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported malfunction of no response to front panel controls was not replicated or confirmed. The device does not log button presses or knob turns. The device passed all testing including full functionality testing and stress testing without duplicating a malfunction. Internal inspection found some corrosion on the button board. However, it is unknown what caused the corrosion. The button board was replaced and the device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat an (B)(6) year-old male patient, the device did not respond to the front panel controls. Complainant indicated that the clinician bag ventilated until another device was obtained to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.